Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted peri-procedural adverse event: access site bleeding root cause was not determined as the product was not returned and insufficient clinical details provided. H6: investigation: type, findings and conclusion codes were updated accordingly based on the completed investigation.

Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and developed a hematoma. The impella cp device was placed via the left femoral artery and started on auto at performance level p-6. The peel-away introducer was exchanged for repositioning sheath, as patient had poor peripheral pulses and calcified femoral arteries noted on angiogram. A hematoma noted, thereafter, peel-away introducer removal. High initial stick was noted. Pressure was applied to the hematoma with some improvement. The site was also sutured and dressed. No further bleeding from the site was noted. The patient was transferred to the unit on impella mcs. However, once at the unit, it was noted the hematoma began to grow again. Pressure was applied with improvement and heparin was withheld overnight, and the site was "continuously" assessed. The following day it was noted the access site was intact. The hematoma improved, and pulses distally via doppler were confirmed. The patient continued on impella mcs. The next day in the evening the patient had successful cardioversion; however, converted back into atrial fibrillation the next morning, impella site hematoma remained stable and pulses via doppler still noted. This day, the patient was successfully weaned and the impella cp device was explanted with a survived patient outcome.

Manufacturer narrative:
Patient-specific information section a4: weight is unknown. Device status: the impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.